Event description:
Reporter alleged the lancet device is not ejecting the needle and a little bit of it can be seen over the cap. Customer stated he has accidentally stuck himself several times as a result. No actions were taken or treatment received reportedly as a result. A requested was made for the return of the suspect device and replacement product was sent.